Event description:
It was reported that the user experienced low blood glucose while using the ilet following a late snack and candy that led to elevated glucose and subsequent automated correction, after which glucose trended low; the user delayed treatment to continue sleeping and later treated with oral rapid-acting carbohydrates per education provided, including guidance on low treatment and meal announcements, and not pausing the ilet during lows. Symptoms included hypoglycemia and right-hand tingling. Outcomes included a recorded low of 49 mg/dl and a low glucose alert from the device, with recovery after oral carbohydrate intake. Investigation included troubleshooting and user education on hypoglycemia management with the ilet. Investigation of this case revealed that the event was consistent with hypoglycemia due to insulin-on-board from automated corrections combined with delayed treatment and potential overtreatment risk when pausing delivery, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors in the context of early use and delayed low treatment.